Event description:
Customer reported feeling very "sick" after testing 7.5 mmol/l on the mobile system at 2020. His wife provided sweetened coffee and toast with marmalade and customer's low blood glucose symptoms improved. At approximately 2044 he tested 30.1 mmol/l and administered his scheduled dose of lantus. Following this result customer states he felt very "sick" and was almost fainting. At 2113 customer tested 9.9 mmol/l; customer is currently feeling fine now. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.